Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation (afib) ablation with a carto 3 system, and a map shift issue occurred. During the procedure, while mapping the posterior wall with the pentaray catheter, a map shift occurred with no error messages or alerts displayed. The physician used the soundstar catheter to confirm the shift in the map. A new map was started. The second map followed the previous pattern but continued to have a shift. The patient was under general anesthesia. No patient movement occurred. When they went in with the ablation catheter, it was displaying contact force of 10-20 gr but the catheter tip was internal. The map shift also occurred during ablation. The front patches were confirmed to be adequately placed and had good contact. The status of the back patches was not confirmed. All metal values were within normal parameters. The difference in catheter location before and after the shift was not measured. It is unknown if cardioversion was performed prior to the shift, the biosense webster inc. (Bwi) representative indicated that cardioversion is something the physician often do at the beginning of the cases. However, it was not confirmed if for this particular case, the patient was cardioverted. The physician decided to use medtronic cryo balloon. However, the cryo balloon was not able to be visualized on the carto 3 system. It was also stated that the carto 3 system disc optimization could not be completed. The bwi representative returned the following day and the optimization still had not completed. The bwi representative confirmed that they back up cases every night when the system is not functioning as intended. No confirmation was provided as to whether the patient was cardioverted. Therefore, this event will be conservatively reported since it was confirmed that no error messages were displayed during the map shift and that no patient movement occurred prior to the map shift. No adverse patient consequences were reported. The observed map shift-no error message-no patient movement/cardioversion has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 7/16/2020, the product investigation was completed. It was reported that a patient, underwent an ablation procedure for atrial fibrillation (afib) ablation with a carto 3 system, and a map shift issue occurred. During the procedure, while mapping the posterior wall with the pentaray catheter, a map shift occurred with no error messages or alerts displayed. The physician used the soundstar catheter to confirm the shift in the map. A new map was started. The second map followed the previous pattern but continued to have a shift. The patient was under general anesthesia. No patient movement occurred. When they went in with the ablation catheter, it was displaying contact force of 10-20 gr but the catheter tip was internal. The map shift also occurred during ablation. The front patches were confirmed to be adequately placed and had good contact. The status of the back patches was not confirmed. All metal values were within normal parameters. The difference in catheter location before and after the shift was not measured. It is unknown if cardioversion was performed prior to the shift, the biosense webster inc. (Bwi) representative indicated that cardioversion is something the physician often do at the beginning of the cases. However, it was not confirmed if for this particular case, the patient was cardioverted. The physician decided to use medtronic cryo balloon. However, the cryo balloon was not able to be visualized on the carto 3 system. It was also stated that the carto 3 system disc optimization could not be completed. The bwi representative returned the following day and the optimization still had not completed. The bwi representative confirmed that they back up cases every night when the system is not functioning as intended. No confirmation was provided as to whether the patient was cardioverted. Therefore, this event will be conservatively reported since it was confirmed that no error messages were displayed during the map shift and that no patient movement occurred prior to the map shift. No adverse patient consequences were reported. Device evaluation details: the issue was investigated under ir #86679. The study data was requested by htc to investigate the issue. Cas reported that the data isn't available because it was deleted from the system. Investigation of the map shift issue was not possible. The cas also confirmed that the issue was not duplicated since then. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #34710 was reviewed. No similar complaints were found there out of 4 additional complaints. A manufacturing record evaluation was performed for the system 34710, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).